Event description:
It was reported by the patient that it feels like the device is rolling. Follow up indicated that the device had moved some since implant as the patient is small, but it is no longer moving. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2013; 4196, implantable pacing lead, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2013. (B)(4).